Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: low blood glucose (bg) was not entered into the pump by the user and continuous glucose monitor was not in use on (B)(6) 2019, user adjusted personal profile basal rate settings, gradually increasing total daily basal insulin from 16.65 units to 21.15 units. There were no bolus requests on (B)(6)2019. Cartridge change sequence was completed at 7:28 am on (B)(6)2019. Complaint could not be confirmed. It is possible the user¿s personal profile settings need adjustment. If user did not disconnect during the ¿fill tubing¿ step of the cartridge change sequence, insulin would be delivered, and this could cause bg levels to drop. There is no evidence that the pump experienced a malfunction or failure.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer experienced low blood glucose (bg) between 48-69mg/dl; cause was unknown. Juice and cookies were consumed to treat bg level. Recommendation was made to consult with healthcare provider regarding diabetes management.